Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician was performing left superficial femoral artery revascularization for treatment of an ulcerated plaque lesion. Reportedly, the dilatation balloon ruptured after being inflated at 14 atms. The physician was removing the device when he met excessive resistance and approximately 75.0mm of the distal portion of the balloon detached. The lesion was described as non-tortuous and non-calcified. The detached balloon part was removed with a snare the next day. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. During processing of this complaint, attempts were made to obtain complete event, patient and device information.